Event description:
This complaint is now reportable based on the analysis completed in 2009. It was reported that during a drug eluting stenting treatment procedure, the physician could not cross the lesion with a 2.50x32mm taxus liberte stent. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending (lad). There were significant resistance encountered during insertion and intravascular ultrasound (ivus) was not used. The vascular access site was femoral. The procedure was completed with a plain old balloon angioplasty (poba). No patient injuries or complications were reported during the procedure. Pt condition is listed as "good". Device analysis indicated that stent damage occurred.

Manufacturer narrative:
Examination of the returned unit revealed distal stent damage. Some of the struts were misaligned. Distal stent damage is consistent with the device encountering some form of restriction during the insertion of the device. No kinks or damage was found along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the mfg documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.